Manufacturer narrative:
Ap and lateral x-ray views of neck and chest evaluated by manufacturer. No obvious lead discontinuities noted. A device malfunction is suspected.

Event description:
Reporter indicated that the pt was experiencing painful stimulation in the neck. The physician performed a normal mode diagnostics test at office visit and obtained high impedance indicating a possible device malfunction. X-rays reviewed by manufacturer did not reveal any obvious lead discontinuities. Revision surgery is likely.